Event description:
It was reported by service report that the bed had no power and the power cord was missing the ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power inlet module.